Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a normal battery depletion change out for a patient who has no underlying rhythm, the physician moved the left ventricular (lv) lead from the existing cardiac resynchronization therapy defibrillator (crt-d) to the new device. Then the physician removed the right ventricular (rv) lead from the previous device and loss of pacing for an unknown duration was observed. Once the rv lead plugged into the new device pacing resumed. No adverse patient effects were reported. Boston scientific technical services (ts) discussed that there was no pacing support with the lv in the new crt-d because pacing support is based off of rv timing and with open rv port, the noise was oversensed and resulted in pacing inhibition. Ts explanted that the lv lead should have been connected to the pacing system analyzer (psa) to gain pacing support then the rv lead should have been unplugged from the old device and place into new device. Once the rv lead was in the new crt-d, high out of range shock impedance measurements of greater than 200 ohms were seen on distal coil. The physician tried switching to other vectors. Coil to can and coil to coil were also out of range while ra coil to can was at 88 ohms. It was noted all measurements were within range when the rv lead was connected with the previous device. A electromagnetic interference (emi) source was not able to be identified, the pins were verified to be inserted all the way and in proper ports. With all troubleshooting exhausted the physician opted to surgically abandon the rv lead with concerns over shocking electrode damage. A new lead was successfully implanted and no adverse patient effects were reported.